Manufacturer narrative:
(B)(4). During service, a "stop key on the channel a pump head module was not working properly" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.

Event description:
During service by baxter, the 'stop' key on the channel a pump head module was not working properly. This event occurred during service by baxter. There was no patient injury or medical intervention associated with this event. Uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.